Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-09390. Related manufacturer reference number: 2017865-2021-09391. Related manufacturer reference number: 2017865-2021-09395. It was reported that the patient has deceased.  There is no known allegation from a health care professional that suggests that the death was device related.  The cause of death was unknown.  No additional information was reported

Manufacturer narrative:
Analysis was normal. No anomalies were found.